Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-08317. The patient has two scs systems. It was reported the patient has not charged the thoracic ipg for several months. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient may be awaiting surgical intervention to replace the ipg. Note: since it is unknown which ipg is associated with the thoracic system, both ipgs are being reported.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-08317. Additional information revealed that the thoracic ipg was explanted and replaced. Postoperatively, patient had effective therapy. Note: it is now known which ipg was the one replaced (sn # (B)(4)) and only that one will be reported as explanted.